Event description:
Customer reported unit gave a bad iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep replaced the faulty iris pot and calibrated iris settings. The system now operates as intended.